Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar low atrial lead impedance alert. Far field r-wave (ffrw) oversensing, low p waves, potential atrial undersensing and rising/high atrial thresholds were also observed. The ra lead remains in use. No patient complications have been reported as a result of this event.